Manufacturer narrative:
(B)(4).

Event description:
A confirmed motor stall occurred (B)(6) 2010 at 1853. The pt heard a critical alarm that occurred every hour since (B)(6) 2010. The pt experienced increased baseline spasticity that began the evening of (B)(6) 2010. The hcp ruled out environmental or personal causes for the stall. The stall was constant with no recovery noted in the event logs. The pt was scheduled for a pump refill for some day the week of (B)(6) 2010. The pump delivered lioresal 1000 mcg/day. The hcp was unable to implant a new pump and the pt was hospitalized (B)(6) 2010. The manufacturer's device registration system showed the existing pump system was explanted and a new system implanted on (B)(6) 2010. Add'l info has been requested from the hcp, but was not available as of the date of this report.